Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the tip of the clips crossed over on the initial firing. There was no torque applied. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed six conforming clips and three scissor clips. However, the jaws were noted to be in good condition. It could not be determined what may have caused the finding. The batch record was reviewed and no anomalies were noted during the manufacturing process.